Event description:
Medics used the device to monitor a status 2 cerebro-vascular accident patient. After reattaching a loose electrode connection, the operator reported that the ECG trace did not return to the display and that the service indicator was illuminated. The ECG trace subsequently appeared briefly and the device allegedly appeared to be turning itself on and off. After the operator cycled power to the device, the unit was observed to operate properly. The pt expired approximately 12 hours after arrival at the hospital. The rptr indicated the device did not cause or contribute to the pt's death. After returning to the ambulance station, the operator functionally checked the unit and observed proper operation.